Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted. It is reported that the patient died approximately 8 months post index. Cause of death is provided as septic shock, cardiogenic shock and pneumonia. The investigator indicated that the reported event was unrelated to the (B)(4) device.

Manufacturer narrative:
Results: inherent risk of procedure (shock/death).

Event description:
Of the two endeavor sprint drug eluting stents implanted during the index procedure, one was implanted in the 1st diag branch and one in the rpda.